Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a static fill estimate issue showing 230 units instead of an expected 190 units. Despite attempting to resolve the issue by priming the cartridge and bolusing multiple times, the discrepancy persisted. There was no adverse impact to the customer¿s blood glucose level. The customer decided not to use the pump and switched to manual daily injections (mdi) for insulin management.